Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Upon conclusion of the investigation, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:02:23. During night drain cycle six, the patient's ultrafiltration reading was 323ml, indicating the home patient drained 323ml more than their maximum programmed fill volume of 500ml. No additional information is available.